Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2023. H6: investigation summary: one mz5303 sample was received without packaging for investigation furthermore, the lot number of the complaint sample was reported unknown. Residual fluid was detected in the device. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during infusion. As part of the feedback the customer provided photographs; analysis of the photographs in addition to a visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. The sample was then subjected to functional testing by connecting the returned sample to a 50ml bd plastipak syringe and attempting to flush with fluid; no leakage was detected from the set throughout testing. The sample was then subjected to pressure testing; again, no leakage was detected from the maxzero fla or the rest of the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. The connecting product was not available for investigation; therefore, it was not possible to confirm if this may have contributed to the customer¿s experience.

Event description:
It was reported that leakage occurred between the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector female luer and IV line during the infusion. The following information was provided by the initial reporter, translated from japanese: "mz5303 and the IV route were connected and infusion was started. Leakage was then observed from the connection between the female luer and the IV route. No information on the drug name was provided."

Event description:
It was reported that leakage occurred between the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector female luer and IV line during the infusion. The following information was provided by the initial reporter, translated from japanese: "(B)(4) and the IV route were connected and infusion was started. Leakage was then observed from the connection between the female luer and the IV route. No information on the drug name was provided."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.